Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. On an unreported date, the patient made a mistake and caused a touch contamination that led to the reported event, manifested by cloudy effluent and abdominal pain. The patient was not hospitalized. The treatment for the peritonitis was vancomycin intraperitoneally (ip) (every 5 days, dosage not reported). The pd therapy was ongoing. The patient has recovered from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The treatment with vancomycin was discontinued and the patient had recovered from peritonitis 24 days after the onset of the symptoms. The patient was retrained on aseptic technique. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.